Event description:
It was reported that a vibratory alert indicated high impedance of the atrial lead. The lead had a history of intermittent high impedance since (B)(6) 2015. No intervention was performed and the patient was stable. The patient would be monitored.

Manufacturer narrative:
(B)(4).